Manufacturer narrative:
(B)(6). The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified foot surgery, it was observed that the cable device was not properly attached to the endcap that was connected to the electric pen drive device. According to the report, the cable device was screwed in tight and the electric pen drive device was tried again but still did not work. It was further reported that further twisting and bending was performed on the cable near the endcap which made the electric pen drive device worked but died again when the twisted cables were released. The reporter stated that there was a problem inside the cable which prevented the healthy connection with the wiring that prevented the electric pen drive device from getting the power it needed. The reporter noticed that the endcap was packed with white powdery substance when unscrewed from the cable. It was reported that there was no delay due to the event as an unspecified spare device was available and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. After the procedure the device was tested and it was found that the cable was causing the electric pen drive device not to function. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.